Manufacturer narrative:
Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns, but the model and serial number information was no information (ni), as attempts to obtain information were made but information was not provided. Bsms: model #: ni, serial #: ni, device manufacturer data: ni.

Event description:
The biomedical engineer (bme) reported that there were 6 bedsides that discharged their patients without user input at the central nurse's station (cns) or bedsides. No patient harm was reported. More information was received by the medical staff who states that the person who experienced this problem is a student and has not been at the facility that long. The staff suspects that the student did not fully understand the process of how to admit/ discharge patient. There are other more experienced staff working at that time and none of them experienced that problem. This is being reported conservatively.